Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service tech reported the hematocrit saturation probe failed the color chip test. No other details regarding the nature of this event were provided. Since this event occurred during routine testing of the device, there was no pt involvement during this event.